Event description:
The customer reported that the system has intermittent loss of images. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the interconnect cable, formatted the hard drive, flashed the nodes, and reloaded the software. The system was tested and found to be working as intended and put back in service.